Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. When the pt contact opened the cassette door following a cycler alarm she found fluid leaking from the cassette. The set was not made available for eval. During follow up, the pt's contact reported that the pt did not have any signs of infection and the pt's effluent remained clear. The pt was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.